Event description:
The manufacturer received information alleging a ventilator failed oxygen blending module testing during planned maintenance service that was performed by a third-party. Customer was informed by the service provider that the needed parts, oxygen blending module board, will not be available until q3 of 2025 and wants to verify. There was no harm or injury reported. Manufacturer remote service technician (rst) confirmed the part is on backorder. No additional information available concerning resolution.